Manufacturer narrative:
(B)(4). Batch #unk. Report source: is report source health professional. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a abdominal hysterectomy (total) surgery. After clamped the device, the clip could not close. Changed to another one to complete the procedure. There was no patient consequence reported, no additional information could be provided.